Event description:
Patient undergoing lap appy. Surgeon using covidien endo catch gold pouch. Appendix in pouch as pouch as starting to be pulled into the covidien trocar the pouch burst on the underside glued seam. The appendix then fell into the abdominal cavity. Surgeon was able to locate and retrieve. No patient harm.